Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7016663, medical device expiration date: 07/31/2018, device manufacture date: 01/16/2017. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to clotting as all samples met specifications. Retention samples were analyzed for heparin content, and all samples met the specification requirement for units of heparin per tube. A review of the manufacturing records was completed for the incident lots and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, no issues were observed relating to clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood specimen collection device had clotting.